Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a female pt who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included super poligrip ultra fresh. On an unk date, the pt used super poligrip original at unk dosing. At an unk time after using super poligrip original, the pt experienced nerve damge. At the time of reporting, the outcome of the event was unk. Medical records received (B)(6) 2012: at a physician's visit on (B)(6) 2009, the pt was noted to have cervical cord lesion and had a diagnosis of neuropathy with chronic burning, tingling, and numbness. On (B)(6) 2010, the pt was noted to have persistent pain in her upper extremities, rated a 10 out of 10, that included burning, tingling, and numbness. She also had pain intermittently that radiated down either buttock and dragged her right foot. Her diagnosis included radiculopathy, cervical myelopathy, and neuropathy and she was set up with pain management and physical therapy. At follow up on (B)(6) 2010, the pt had developed left upper arm weakness and complete numbness on the left side. On (B)(6) 2010, the pt complained of burning, tingling type pain everywhere. She had persistent foot drop and could not walk more than 50 feet without stumbling. On (B)(6) 2010, she underwent subcutaneous ulnar nerve transposition for left cubital tunnel syndrome. At a visit on (B)(6) 2010, the pt stated she had joined a class action lawsuit against the denture cream industry and had read the variety of symptoms caused by denture cream use. She requested her zinc and copper levels be checked at that time. The physician noted that pt had not been using denture cream for more than two years at that time. This case was now considered medically significant by (B)(4).

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00021. Super poligrip is manufactured in (B)(4) and neither the products nor lot numbers for these product were available. (B)(4).